Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent was damaged; the stent moved on the balloon and was deployed in a non-target vessel. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified mid to distal right coronary artery (rca). Following pre-dilatation, a 3.00 x 28 synergy drug-eluting stent was advanced to treat the lesion and was caught by proximal calcification which caused stent damage. It was noted that the stent partially separated from the stent delivery system. To avoid complete dislodgment, the physician deployed the stent proximal to the lesion. The procedure was completed with a different device. No further complications were reported and the patient's status was fine.